Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 44 mg/dl at the time of the event. Sensor glucose value was 121 mg/dl. The customer also stated that they experienced the difference in reading between sensor glucose and blood glucose values and they had a lot of auto corrections. Troubleshooting was not performed. It was unknown that the insulin pump was used within 48 hours. It was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported it was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis. The event involved product(s) mmt-7040a. The sensor was worn for unknown number of days. No product return is expected for mmt-7040a.